Event description:
It was reported that there was high threshold measurements and poor sensing in the right ventricular (rv) lead. The rv lead was capped and replaced. There were no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.